Event description:
Following successful IV start the nurse pushed the activation button to retract the needle, she did not notice that the needle failed to retract and then set the device on table. The nurse reached for something on the table was stuck in the palm.